Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported hole were identified. The device was not returned to hospira for testing and investigation therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a leak; subsequently bleed back was noted. On an unspecified date, the tubing set was being used to deliver an unspecified volume of saline, at an unspecified rate, via gravity. After an unspecified length of time, the customer contact reported that while the nurse was accessing the tubing set, an unspecified volume of solution leaked from an unspecified location of the tubing set onto the nurse's pants. It was reported that an unspecified volume of bleed back was noted in the tubing set. At this time, the nurse noted a hole in an unspecified location of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.